Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site twisted the instrument interface cable connector to try and remove it while it was still in the navigation system port and damaged the cable connector. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825r, serial/lot #: (B)(6), h3, h6: a. Medtronic representative went to the site to test the equipment. The axiem break out box (bob) connector was twisted off and had exposed wires. The bob was replaced and the system performed as intended. Codes b01, c0201, and d02 are applicable to this analysis. H3, h6: the bob was returned to medtronic for analysis. Testing revealed that the nut fell off the cable connecting the housing of the bob to the cable. Due to the loose nut, the internal wires were damaged and exposed. Codes b01, c0204, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.